Manufacturer narrative:
Continuation of d10: 6935m62 lead implanted:(B)(6) 2023. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported by the patient, during use of the cardiac resynchronization therapy defibrillator (crt-d) "having issues with right side going numb. I spoke to the doctor already that said something about a pinched nerve? Within twenty four hours, right elbow swelled up. I went to a rheumatologist, who put me on medicine, that gave me diarrhea, quit taking it.  My elbow went down. Now I am experiencing numbness on right side.  I was awake whole time, tissue from around old one/device was around it, I felt everything he/physician was doing. He/physician tried to shove it further down, got to muscle and pushed down. My right side hurts more than incision. Right now arm numbness."  The crt-d remains in use.  No further patient complications have been reported as a result of this event.